Manufacturer narrative:
The field service representative (fsr) verified the complaint. Per the fsr, when using a test fixture, there was an alert sound while the level icon remained green. He replaced the level module and both level sensors. The unit operated to the manufacturer's specifications. Additional level sensor: pn 195274 sn (B)(4) UDI (B)(4). Level module: pn 802111 sn (B)(4) UDI (B)(4).

Event description:
It was reported that the level sensor was randomly alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed based off information obtained by the clinical team. The user facility uses a rounded reservoir that can cause the mounting pads to couple/decouple and not adhere properly. The user has been notified about the need for a flat, dry surface to attach the sensors. Per the user facility, the alert/alarm function was checked prior to the beginning of case and worked properly. The sensors were mounted to a slightly curved area as the reservoirs are not flat. They were not mounted on a seam or a label. It appears additional gel had been added to the pads. Since this the pads have been disposed of and the actions will not be repeated. There was no visible damage. The level sensor module light remained green. It was the alert sensor that was the issue. Per data log analysis, the issue date was reported to be (B)(6)2021, but the log only has entries for (B)(6)2021 and (B)(6)2021. On those dates the alert probe was reporting many status changes from coupled to uncoupled to coupled. When the level detection is turned on this will cause a 'level not attached' alert. This is likely the issue the customer is reporting. During laboratory analysis, the product surveillance technician (pst) set up the level module, yellow level sensor and red level sensor and observed them to function as intended. There were no random alarms or alerts throughout testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received stated that the event occurred during use of the device for a cardiopulmonary bypass (cpb) procedure. Per clinical review: during a cpb procedure on (B)(6)2021, the perfusion team had intermittent false alarms on the level sensing system. The team set up and attached the level pads per the manufacturer's recommendations, used gel and attached the sensors to the medtronic rounded reservoir for the procedure. During the procedure the system gave the perfusionist subsequent 'level not attached' messages. The team tried to mitigate the issue by attaching another set of level sensing pads. The manufacturer's clinical team has spoken with the user facility and discussed options on the reservoir to place the pads, and re-informed the team on how to use the gel pad. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.